Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated the contacts on the battery cap were not damaged. Display did not return after insulin pump restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank or flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to perform displacement test and self test due to constant blank and flashing white light on the display.